Event description:
Placing permanent pacemaker in cardiac cath lab. Bp dropped at 1120 to 70/50. Ivp wide open. Given narcon x 2 and dopamine drip and mazicon. Bp unresponsive to treatment given. Complained of dyspnea, especially upon deep breathing. Stat echo done 1230 in room after pacemaker procedure complete. Became tachycardic, rates in 120-130 range, oxygen dropped into mid 70's. Pericardial tap done-bloody fluid obtained. Surgeon called and emergency chest tube placed. Sat increased to 96%. Bp 75/45. EKG done. Pt complained of increasing dyspnea. Stat cxr done. Transferred to ICU unstable. Pt expired next day.